Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient's family member that approximately three years, five months, and four days following the implant of this transcatheter bioprosthetic valve, the valve was explanted and replaced with a non-medtronic valve. The patient's family member stated the reason for explant and replacement was patient-prosthesis mismatch (ppm). No additional adverse patient effects were reported.